Manufacturer narrative:
(B)(6).

Event description:
It was reported the vulcan generator presented an alarm and a burning smell. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of alarm and burning odor was confirmed. The alarm sounded after power up and a "footswitch stuck on" error message was visible on lcd readout and a burnt odor was present. Cause of malfunctions is a defective display control pcb. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since the unit is 7 years old. (B)(4).